Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall, which persisted after multiple restarts and attempts to rewind with no supplies installed, consistent with a failure to infuse and associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications-related problem identified in conjunction with a motor component issue resulting in failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.